Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the intra-aortic balloon pump (iabp) has a distorted lcd screen.

Event description:
N/a.

Manufacturer narrative:
E3 is unknown (initially it is submitted as "other healthcare professional"). Additional information: e1 (event site telephone: (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, customer has declined the service. If any pertinent information is received in the future, a supplemental report will be submitted.